Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the integrated circuit on the main board. The main board needs to be replaced to resolve the report. The customer declined the repair. The device is not recertified and returned to the customer unrepaired. Analysis of reports of this type has not identified an increase in trend.